Manufacturer narrative:
Visual examination of the returned device confirmed that the instrument has been damaged; specifically, the tip is twisted in a manner consistent with screw removal. There were no other signs of damage noted on the device. Due to the damaged condition of the returned device relevant dimensional and functional inspection could not be performed. The reported damage was confirmed, but the root cause cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse.

Event description:
Sales associate reported the torque wrench broke during surgery. No adverse effects were reported as a result of this event, this device is subject to the two year malfunction rule.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.no adverse effects were reported as a result of this event, this device is subject to the two year malfunction rule.